Manufacturer narrative:
The "rubber tip" or hearing aid dome that connects to the acoustic tubing and fits in a patient's ear, can in rare cases become disconnected from the hearing aid due to one of the below reasons: the dome has been used for a longer period than prescribed in the user guide which alters the properties of the material. When replaced, the end user has not correctly mounted the dome in accordance with the instructions in the user guide. There have been ear wax or similar substances on the tube decreasing the forces required to remove the dome. Possibly due to not following the user guide instructions on how to clean domes. The dome is damaged or defective and has been used despite the user guide warning to not use a device that is broken. Incorrect selection or fit of dome size by the dispenser. Incorrect (or missing) training of the end user / dispenser. Use of a dome that is not compatible with the hearing aid type. A dome becoming detached will normally not result in a serious injury (infection) but can in rare occasions do so if e.g. The detached dome is not removed from the ear in a timely manner. The situation is addressed in the user guide where there is a general warning instructing the end user to, "consult a hearing care professional if you discover a foreign object in your ear canal, if you experience skin irritation, or if excessive ear wax accumulates with the use of the hearing instrument." The dispensing clinic, (B)(6), has been contacted and suggests that tw in the future does not use a soft tulip dome but reverts to a hard ear mold to avoid a similar recurrence in the future. The investigation is still ongoing, a questionnaire has been sent to (B)(6) in order to obtain additional information in order to establish root cause. Response from (B)(6) not yet ((B)(4) 2014) received.

Event description:
(B)(6) reported by letter to gn resound. Letter received (B)(4) 2014, event occurred probably in (B)(6) 2013. The letter writes: "suggestion: I got one of your hearing aids about two months ago. While attending a circus in a (B)(4), I took it out of my ear as the music was so loud. I noticed that the rubber tip had come off. I assumed it was still in my ear as the ear hurt. As I was out of town, the next day I went to the clinic on the american side of the border. They said that there was nothing in my ear. The pain continued and when I went back to my home in (B)(6), I went to the office that had sold it to me, (B)(4). They also examined my ear and said that there was nothing in it. They told me to take ear drops for the pain. The pain got worse and I went to my primary physician. He looked and said that there was nothing in my ear, but it was infected. He prescribed anti-biotics. After three weeks the pain was terrible and I was finally able to get an appointment at an ear, nose, and throat doctor. With the equipment that he had, he immediately identified that the tip of the hearing aid was indeed lodged at the end of the ear canal and the ear canal was badly infected. [Underline begins] I spend a day in a hospital getting it removed with much anesthesia and much blood. Now I am home recovering with limited hearing [underline ends]. [Underline and bold begins] I would suggest that it would be much better if the tip of the hearing aid were designed to be more secure and that it be colored some bright color like purple or red so doctor could see it and one would not have to wait three weeks in pain for an appointment at an ear specialist with special equipment. [Underline and bold ends]" [rest of letter is only a general discussion with general remarks not relevant for this event and therefore omitted.]